Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 10 minutes: 22:18h 494 mg/dl, 22:19h 60 mg/dl, 22:20h 53 mg/dl, 22:21h 90 mg/dl, 22:22h 74 mg/dl, 22:24h 54 mg/dl, 22:30h 55 mg/dl.